Event description:
It was reported that oversensing occurred during follow up while manipulating around the pocket area. Alternating impedances and high threshold also reported. The lead was explanted. No patient complications have been reported as a result of this event.